Event description:
#(B)(4). Over infusion - vtbd - 100ml; rate 1ml/hr, after approximately 4 hours 95% of the bag was infused. Patient monitored but no injury reported.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). In a follow-up call to the reporter from the facility, no medical intervention was necessary. The reporter confirmed the biomed department tested the involved pump for four days with the actual IV administration set used at the time of the event, and was not able to reproduce the reported event. The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 1ml/h and 4ml. The results were all within specification at 3.91ml, 3.87ml and 3.90ml, no free-flow with the door closed or opened. The pump has software version 68g030102. The pump operational log was reviewed. On 4-23-2012 at 8:38:37pm, an infusion was started with a rate of 2.00ml/h. The infusion ran for approximately 0:12min with a total volume infused of 0.42ml or 100.0% of the expected volume. At 8:51:12pm, the rate was changed to 1.00ml/h and at 9:56:38pm the infusion was manually stopped with a total volume infused of 1.09ml or 100.9% of the expected volume. At 9:58:10pm, a new volume to be infused of 76.07ml was entered and at 9:58:12pm the infusion was started with the same rate of 1.0ml/h. The infusion ran until the next day, (B)(6) 2012, and was manually stopped at 1:28:51am with a total volume infused of 3.51ml or 100.0% of the expected volume. At 1:30:51am the infusion was re-started; no change in rate. At 1:56:31am the infusion was manually stopped with a total volume infused of 0.43ml or 100.0% of the expected volume. At 1:56:41am the pump was placed on standby and no more infusions were performed for the day. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer.